Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced feeling confused, numbness, and loss of consciousness. The cgm reading was 40 mg/dl, but no fingerstick reading was taken. It was stated that the patient stated that no treatment was given. The patient did not visit the hospital for the event but stated that they would contact their doctor to obtain a blood glucose meter. At the time of the report the patient was feeling flashy and hot. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.